Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the end user alleged he was driving the chair and the chair stopped. The provider states the batteries were half charged per the end user when the issue occurred.